Event description:
Bsc crm received information that two days post implant, this pt. Developed pneumothorax on their right side after having this ra lead implanted. The pt. And the physician were questioning if the lead perforated the heart, causing the pneumothorax. The physician removed the lead and reprogrammed the device to vvi mode. The local rep tested the lead and stated everything looked fine and does not believe the lead would have caused the pneumothorax; however, they cannot confirm if the ra lead perforated the pt.